Event description:
It was reported; the patient developed an infection at the abutment site and was prescribed topical and oral antibiotics (dates not reported). Subsequently, the site was debrided and cauterized several times (dates not reported). The implanted device remains and the reported issues have resolved.

Manufacturer narrative:
(B)(4). The implanted device remains.